Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a fusion form abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that there will be additional treatment performed for the patient. There was type ia endoleak which resulted in an enlarged aneurysm. The patient will be monitored. No clinical sequelae were reported. Continued from block 3: exact date of event is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The aortic neck was 1mm in length, and the endurant 28x28x49 aortic cuff was fenestrated (for preservation of left kidney) and it is implanted just below right renal artery. There was a possibility of type ii endoleak therefore there was coiling was attempted for inferior mesenteric artery (ima). But the catheter was unable to reach and coiling was carried out inside of the aneurysm and completed. During approach to ima, an ablation catheter was delivered inside of the stent graft and attempted approach to make a hole on the endurant limb. At last, an endurant 16x20x93 iliac limb was added to cover the intentionally opened hole of the endurant limb, and the procedure was completed. No additional clinical sequelae were reported.